Event description:
A 2.5mm diameter x 24mm length medtronic ave s540 stent delivery system was inserted into the left anterior descending artery after pre-dilatation with a 2.0mm ptca balloon. It was not possible to cross to the moderately calcified target lesion. Therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled back into the guide catheter, where it caused the stent to dislodge from the stent delivery system. The dislodged stent was successfully snared from the left main coronary artery. The target lesion was then treated with another MFR's stent. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter, and for inadequate pre-dilatation of the target lesion. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.